Event description:
In early 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started in late 2008, at an unspecified time. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. Three days after the reported meter issue began, the patient claimed that she developed symptoms of dizziness, lightheadedness, and shakiness. The patient denied receiving treatment as a result of the alleged meter issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what actions the patient took before and after developing the symptoms. In addition, it would have been helpful to know if the patient was able to test her blood glucose prior to developing the symptoms on the day of the event. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.